Event description:
Same case as MDR ID#: 2134265-2012-00242 and 2134265-2012-00326. It was reported that post a stenting treatment procedure, stent thrombosis was observed. The patient presented through the emergency room with st elevation myocardial infarction. The 90% stenosed target lesion was located in the mildly calcified right coronary artery (rca). The target lesion was treated with placement of a 3.0x16mm ion stent. The stent was post dilated at 16atms and was well apposed. The patient was transferred to the ICU. Three-four hours after the stenting treatment procedure, the patient experienced an acute closure, the artery was totally occluded. This was treated with placement of a 3.0x32mm veriflex stent inside the previously placed ion stent. During this intervention two apex balloon catheters were used. The second apex was 2.5x12mm and became locked on an unknown sized kinetix guide wire at the distal end. The apex and kinetix were removed together. No other patient complications were reported and the physician states the patient appears to be doing well.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).